Event description:
It was reported that patient underwent a reimplant surgery of his inflatable penile prosthesis (ipp) due to right cylinder herniated. Preconnect component was explanted ad replaced. No information about previous device. No information about the patient outcome is available at the moment. Additional information was requested, no adverse patient effects.